Event description:
It was reported that during a follow-up device check, possible premature battery depletion was noted. Patient was asymptomatic. The device was explanted and replaced. Patient was stable throughout the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.